Manufacturer narrative:
Date sent to the FDA: 06/17/2008.conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the surgeon used the absorbable hemostat during a scoliosis procedure and left the product in situ. Postoperatively the patient developed acute chemical pancreatitis. The acute pancreatitis occurred 4-5 days postoperatively. The patient presented with abdominal pain and vomiting. There was an increase in her amylase, lipids and liver enzyme levels. This event required hospitalization with IV fluid therapy and a gastric drain for 2-3 days. The patient recovered with complete resolution.